Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went to end of service (eos) due to charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.